Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging acute kidney injury: nephrolithiasis, right hydronephrosis. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
In previous report, the manufacturer captured incorrect information in section e, section g and section h. The following correction has been updated in this report. In section e: reporting institution name, reporting address line 1, reporting address line 2, reporting address city, reporting address state and reporting address postal has been corrected. In section g: report source - other has been corrected. In section h: patient outcome code grid has been corrected.